Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(4) clinical study. It was reported that chest pain and restenosis occurred. In (B)(6) 2012, the patient presented with chest pain which was finally diagnosed as unstable angina and cardiac catheterization was recommended. The target lesion was a de novo lesion located the distal left circumflex (lcx) artery with 99% stenosis and was 12mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 3.00x16mm promus element¿ plus drug-eluting stent (des) with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient had a pre-operative evaluation for an orthopedic surgery during which the patient underwent a nuclear stress test (mpi). The mpi revealed infero-postero-lateral ischemia (abnormal nuclear stress test) and a cardiac catheterization was recommended and an appointment was scheduled in (B)(6) 2017. After seven days, the patient had cardiac chest pain and cardiac catheterization was performed. On the following day, 99% stenosis in the proc lcx was treated with two non-bsc des in an overlapping manner. Post procedure, there was 0% residual stenosis with timi flow 3. The patient recovered for the event and was discharged on the same day on plavix.